Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted to the hospital emergency room due to an overdose. A narcan drip was administered. Pump interventions were being considered. The pump contained fentanyl. Additional information has been requested, but was not available as of the date of this report.